Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, patient going through an MRI, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not using antibiotics preoperatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the patient has contraindicating conditions, including rheumatoid arthritis. They receive weekly infusions of remicade causing them to be immunosuppressed. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the migration is unknown. However, the wound not healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they have rheumatoid arthritis and are immunosuppressed. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported migration and an incision reopened and would not heal. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2022 and two replacement stimulators were implanted. The patient is doing well and receiving good therapeutic pain relief with device.